Manufacturer narrative:
Results of investigation: the failure analysis laboratory (fa lab) received the suspect component and installed it in a known good unit. The unit was powered and the reported issue of the touchscreen not responding was duplicated. The cause of the issue was due to fluid ingress.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative (fsr) report: the fsr went on-site to evaluate and replaced the touchscreen display and made necessary adjustments to resolve the reported issue. The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the touchscreen display on the vela ventilator was freezing up. The customer reported no patient involvement or allegation of patient harm.